Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported on maude event report mw5061369 a physician performed a novasure endometrial ablation. Sometime post novasure the patient experienced "severe cramping like labor pains". The patient underwent a hysterectomy. No additional information provided.